Manufacturer narrative:
It was reported that soon after the 10x40 smart biliary 40cm package was opened, approximately 5mm of the distal end of the stent was found released from the stent delivery system (sds). The tuohy borst valve was also found slight loosened. Therefore another new product was opened and the procedure was completed successfully. The device was not clinically used. Review of lot final assembly lot 14011749, outer member subassembly lot 13348188, and inner member subassembly lots 14005881 and 13456382 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The receiving inspection records for the used hemostasis valve (lot: 200804010171) was reviewed, and this lot was deemed acceptable. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
Soon after the package of the smart control was opened, approximately 5mm of the distal end of the smart stent was found released from the sds. The tuohy borst valve was also found slightly loosened. Therefore, another new product (details unk) was opened and the procedure was completed successfully. The complaint product was not clinically used. There will be no product return. There was no difficulty removing the device from the package. No excessive force was used to remove the device from the hoop.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.